Event description:
A peritoneal dialysis (pd) patient reported that during cycles one and two of a treatment there was fluid overfill experienced causing increased intraperitoneal volume (iipv). The patient called technical services. The blue pin that is closest to the patient was not pushed in. There were no kinks/obstructions found in the tubing. Air bubbles were not discovered. Fibrin was not discovered. It was discovered when the treatment data was reviewed that there was volume overfill in cycle one and two of treatment. Cycle one showed 266% overfill (drain volume 5,310 ml and fill volume 2,000 ml and cycle two showed 261% overfill (drain volume 5,237 ml and fill volume 2,005 ml). In a follow up with the patient, it was verified there was no harm, adverse event or intervention associated with the overfills. The patient did receive a new cycler and was able to continue with manual treatments prior to receiving it. The complaint cycler is available to return as a sample product.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
H.3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no sign of physical damage. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed.valve actuation test passed. There were no visual discrepancies encountered during the internal inspection of the returned cycler. The device history record did not reveal any issues or problems related to the reported symptom code(s).in addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported that during cycles one and two of a treatment there was fluid overfill experienced causing increased intraperitoneal volume (iipv). The patient called technical services. The blue pin that is closest to the patient was not pushed in. There were no kinks/obstructions found in the tubing. Air bubbles were not discovered. Fibrin was not discovered. It was discovered when the treatment data was reviewed that there was volume overfill in cycle one and two of treatment. Cycle one showed 266% overfill (drain volume 5,310 ml and fill volume 2,000 ml and cycle two showed 261% overfill (drain volume 5,237 ml and fill volume 2,005 ml). In a follow up with the patient, it was verified there was no harm, adverse event or intervention associated with the overfills. The patient did receive a new cycler and was able to continue with manual treatments prior to receiving it. The old cycler is available to return as a sample product.